Event description:
It was reported that during a lap colectomy procedure, the operator used the device for his case, but the polymide on the tip of device was broken out and being separated with its body. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.